Event description:
It was reported that the impedance reading of some of the bipolar pairs was >4000 ohms. After reviewing impedance test results it was determined that impedances were normal except #0 conductor with appeared to be open. The lead was new. The manufacturer representative confirmed that they had tested that lead separately for motor response and all combos, including #0. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported there was construction in the room next to the operating room that was "causing interference" with the programmer. When the patient went to the recovery there were no issues and the patient was programmed without incident.

Manufacturer narrative:
Product ID 3889-33, lot# v988001, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product typ lead. (B)(4).